Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was suspected to be undersensing episodes. It was also noted that the icm was at end of service (eos). The device was explanted and replaced with a pacemaker. No patient complications have been reported as a result of this event.